Event description:
The health risk cited by the complainant is impossible for any of the electric breast pumps sold by evenflo. Due to the design of co's breast pumps, it is presently impossible for milk to become lodged in the motor and for the breast pump to remain operational. In rare instances, milk can enter the motor of the breast pump because of the close proximity of the influx of the breast milk to the inlet of negative pressure generated by the diaphragm pump in conjunction with an accidental tipping of the unit from the upright position; however, once it has entered, the milk will thicken and harden, causing the breast pump to cease operating. The problem of infection and in particular, candida albicans (thrush), can always develop whether the unit is shared or not, if the mother fails to take precautionary sanitary measures. For this reason, evenflo emphasizes in all of its instruction booklets for its electric and electric/battery units that the mother always clean all the breast pump's parts and sterilize all other parts (except the pump unit and the reservoir cap) in boiling water for three to five minutes proir to using it. Finally, during the ten years in which evenflo has been selling breast pumps, co is unaware of any complaints regarding this problem. Co has not included a warning about the dangers of using second hand breast pumps because, in co's experience, the problem cited by the complainant does not occur and practicing good hygiene (included in co's warnings), in general, will prevent an infection from developing.